Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419478, lead, implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: the distal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that an infection occurred and vegetation was observed on the right atrial (ra) lead. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.